Manufacturer narrative:
A service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened july 2021. The system was tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, that a patient experienced toxic anterior segment syndrome (tass). Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received, indicated that after a cataract surgery, the patient experienced tass in the right eye. The patient had no surgical complications. The patient presented post-operatively with no signs of symptoms. Upon examination of the patient, the surgeon noted, 4+ aqueous cell. The patient was prescribed with post-operative antibiotic and steroid eye drops. No cultures were performed. The patient's outcome was unknown. This file represent the first patient of three, from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of three reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced toxic anterior segment syndrome (tass). Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that after a cataract surgery, the patient experienced tass in the right eye. The patient had no surgical complications.